Manufacturer narrative:
According to the facility on (B)(6) 2026, a registered nurse found the foley bag ripped at the point where the tubing meets the bag. The catheter was removed and replaced. The individual was reported to be doing fine. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2026, a registered nurse found the foley bag ripped at the point where the tubing meets the bag. The catheter was removed and replaced. The individual was reported to be doing fine. No additional information is available at this time.